Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established.